Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the error, occlusion and excessive no delivery test due to motor error alarm. The displacement test functioned properly. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer stated she was recently hospitalized and had the device behind the screen during x rays. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 96 mg/dl. Nothing further reported.